Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Device memory and ECG from event reviewed. Conclusions: subject was in a non-shockable rhythm, asystole. (No shock was advised/no shock delivered). Device did not cause or contribute to outcome.